Event description:
A caller reported a malfunction in the tandem pump, identified by a specific error code. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, with a reported level of 22 mmol/l. The corrective action involved the replacement of the pump by customer technical support. No additional information was provided.